Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high pacing impedance and noise. A lead fracture was suspected. The rv lead currently remains in use and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced. However, during the procedure, a partial tear in the atrial chamber occurred and cardiac tamponade. There was a cardiac surgeon on stand-by so the patient then underwent a surgery in sternotomy and was put in cec (circulation extracorporelle) in a short time avoiding neurological damage and saving patient¿s life. The damaged atrial wall was repaired, transfused and after almost a month of intensive care the patient was re-implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.